Event description:
Customer reported a malfunction alarm on the pump during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support assisted in loading a new cartridge, but the alarm persisted. Consequently, technical support decided to replace the pump, which was still under warranty. Customer planned to use multiple daily injections (mdi) as backup therapy and was instructed on how to put the pump in storage mode and return it using a pre-paid label.